Event description:
Surgery performed on (B)(6) 2008. Ten days after, the pt presents pain and edema in the surgery site. Opening the pt, the surgeon saw the screw broke and came free.

Manufacturer narrative:
Na